Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, a gore tag thoracic endoprosthesis was implanted to repair a descending thoracic aortic dissection in a pt previously diagnosed with marfans disease. It was reported that the gore tag thoracic endoprosthesis collapsed, and the pt developed paraplegia. Twelve days later, a palmaz balloon-expandable stent was implanted. Further investigation is underway.